Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va02r45, implanted: (B)(6) 2013, product type; lead. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that patient¿s setting on their transmitter was changing on their own. It was indicated that a little over a month from the day of the report patient started having episodes and it was terrified. It was noted that the setting appeared to be lowered to almost no stimulation. Patient cranked it back up ¿my world was perfect again¿.a follow-up reportwill be sent if additional information becomes available.